Manufacturer narrative:
B3 date of event was estimated based on the publication date as the event date was not reported. Chen, z, tan, h. Tctap c-127 between a rock and a hard place: case of a stuck and broken intravascular ultrasound catheter. Jacc. 2025 apr, 85 (15_supplement) s294-s295. Https://doi.org/10.1016/j.jacc.2025.03.282. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via journal article that a catheter issue occurred. The patient presented with an anterior st-elevation myocardial infarction and underwent emergent balloon angioplasty to the mid lad very late stent thrombosis. There was a residual triple vessel disease and the patient was referred to the cardiac surgeons for bypass surgery (CABG). The patient developed worsening angina and was deemed too high risk for CABG. Catheterization findings revealed distal left main intermediate disease, significant proximal lad in-stent restenosis, significant mid left circumflex (lcx) stenosis, diffuse high-grade right coronary artery (rca) disease, proximal to distal into the right posterior descending artery (rpda), and a calcific and angulated proximal rpda. In view of severe left ventricular dysfunction, a 40 cc iabp was inserted via the right common femoral artery for mechanical circulatory support during pci. A 6f non-boston scientific (non-bsc) guide catheter was advanced via the right radial artery to selectively cannulate the rca. A non-bsc guidewire was advanced into the distal rpda. Balloon angioplasty was performed from the rpda back to the proximal rca using a 2.5 x 15mm non-bsc nc balloon at 12 atm. An opticross hd catheter was advanced into the distal rpda and intravascular imaging performed. Upon completetion of the pullback run, the catheter could not be withdrawn. The catheter was stuck on the calcific and angulated segment in the proximal rpda. Despite use of focused force technique, parallel ballooning, the catheter could not be withdrawn. During the attempts, the catheter inadvertently broke, leaving a short segment of the catheter in the rpda. Check angiography showed no flow impairment. Thus, the proximal to mid rca was stented using a 3.0 x 38 mm des and a 3.5 x 48 mm des. Due to long procedural time, the decision was made to stage further pci the next day. The following day, pci to lad was performed uneventfully. The rca was cannulated using a 7fr non-bsc guide catheter via right radial artery. A non-bsc guidewire was advanced into the rpda. A 6fr non-bsc guide extension catheter was advanced across the stented segments. A 3.2fr snare was used to withdraw the opticross catheter.